Event description:
It was reported that during follow-up, the device was found to be in backup vvi. Patient was asymptomatic. The device was explanted and replaced. Patient condition was normal following the procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Review of the device image noted that the power-on reset occurred at the beginning of a capacitor maintenance charge but before any actual charging. The device was tested on the bench and the cause of the reset was found to be an anomalous component on the electronics module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.